Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The complaint is confirmed.visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition.however,it is observed that healix advance knotless anchor tip was cracked.however a clear root cause could not be identified. One hypothesis is that the surgeon may have maintained tension on the free limb of the fiber tape (either in his hand or cleated on the ring) and excessive pressure on the tip during the procedure caused anchor tip cracked/broken. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/24/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via cst that during a rotator cuff repair procedure the healix advance knotless anchor tip broke as the doctor was pulling the sutures through. The same issue occurred with the second healix advance knotless anchor. There were no fragments created as the anchor tips cracked. The case was completed with a new anchor without patient harm or surgical delay. It was reported that the anchors cracked prior to use on the patient. It was reported that the procedure was completed with a third anchor. It was reported that the sutures did not tangle. It was reported that the sutures were a little longer than an inch and equal in length. It was reported that the same bone hole was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.